Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was not detected on the bus. A field service engineer reseated cable and rebooted. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.